Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on june 7, 2017, omsc confirmed that the coating on the outer surface of the jaw partially came off. The device history record for the lot indicated no abnormality with the event-related item below. ·appearance. This type of coating damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the user scraped dirt such as burnt deposit with a hard object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel. Otherwise, the grasping section, ptfe pad or the probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a liver resection, two subject devices were used. In a short time, probe damage error occurred in the first device. The ptfe pad of the first device was partially peeled. The physician continued the procedure with the second device of the same model. The same phenomenon occurred in the second device. The ptfe pad of the second device was severely worn and the metal part was exposed. The procedure was completed with the different device. There was no patient injury reported. The second device was returned to olympus medical systems corp. (Omsc) for investigation. The investigation on june 7, 2017, omsc confirmed that the ptfe pad was severely worn. The coating on the outer surface of the jaw partially came off. This report describes the coating damage.